Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.